Event description:
The customer stated that discrepant architect ca 19-9 results were generated. A patient was tested on (B)(6) 2014 and results of 512.48 and 482.04 u/ml were generated. The patient was tested again on (B)(6) 2014 and a result of 11.86 u/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-20 that has a similar product distributed in the us, list number 2k91-27.

Manufacturer narrative:
The customer reported falsely elevated architect ca 19-9xr results. Customer complaint data was reviewed and no adverse trends were identified. Accuracy testing was performed using retained kits of architect ca 19-9xr reagent lot 32194m500. Acceptance criteria were met indicating acceptable product performance. The architect ca 19-9xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.